Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that there was a malfunction with the patient¿s device and patient had an intense pain pulsating. Patient experienced a painful sensation going down patient¿s spine in patient¿s back and to the left side of patient¿s vaginal area. Patient stated patient was sitting down at home. Patient stated the pain was intolerable and like a shock. Patient stated it was the worst pain patient had experienced in her life. Patient reported on a scale of 1-100 the pain was a 100 and it lasted for 3 minutes and then it stopped. Patient stated patient decided to check ins with patient programmer (pp) and saw por appear on screen. Patient stated patient was thinking about getting the device removed because of the issue and patient had never expected this to happen with the device. No falls or trauma related to the issue were reported. Patient stated patient did not have any falls or trauma and patient was sitting in her home. No medical test or emi environmental exposure was reported. The meaning of the por screen was reviewed with the patient and patient was redirected to the healthcare professional (hcp). No further symptoms or complications reported or anticipated.